Manufacturer narrative:
Investigation summary: DHR review for batch 7212548: manufacturing dates: 08/11/2017 to 08/13/2017. Batch quantity was (B)(4). All visual inspections were performed as per requirement with no quality notifications related to the complaint defect. Batch 7212548 was inspected and accepted based on meeting our inspection control plan and subsequently approved for shipment. Sample evaluation: five sealed 10ml packaged syringes were received by bd (B)(4) and confirmed to be from batch #7212548. The samples were visually evaluated. The syringes were found to have a small amount of visible silicone in the barrel on the stopper. No stringing and no pooling of silicone was observed. The amount observed was a normal and expected amount of silicone for this product per product specification. Please note that silicone is an inert, non-toxic medical substance used as a lubricant for disposable hypodermic products. It is an integral part of the syringe, enabling it to perform as required in various clinical applications and does not present a safety or efficacy issue nor does it impact product function. The silicone application process is designed to provide an even distribution of silicone on the interior of the syringe barrel. Silicone has been in use in this application for over 20 years. No reports are known of adverse clinical effects associated with these products and unintentional delivery of silicone fluid lubricant. Complaints received for this product and condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business regularly reviews the collected data for identification of emerging trends. Investigation conclusion: based on the sample evaluation: ¿ unconfirmed: bd (B)(4) was not able to duplicate or confirm the customer's indicated failure.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a black greasy material was found on the black rubber on a bd syringe luer-lok¿ tip before use. No injury or medical intervention.